Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.9 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.